Event description:
It was reported that an alert was generated for out-of-range atrial intrinsic amplitude measurements. Data for the alert showed in range amplitudes and no out of range measurements were recorded. The presenting electrogram showed the patient in atrial fibrillation (af) and there was isolated undersensing which resulted in atrial pacing that was not required. Trend data was stable and there was no evidence of noise. It was reported that this patient has this competitive atrial lead interfaced to the (B)(6) implantable device. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).